Manufacturer narrative:
The other four proglide devices referenced are filed under separate medwatch report numbers. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with five proglide device via a 6f sheath, using the pre-close technique, prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, on one proglide device the needle did not deploy. Two proglide devices had no bleed back from the proglide marker lumen. Two proglide devices had unspecified failures. Hemostasis was achieved at one access site by three additional proglide devices. Hemostasis was achieved at the other access site by applying manual arterial compression. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.